Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Additionally, the continuous glucose monitor read as ¿high¿. Customer used an older pump for a correction bolus to address high bg. The customer reverted to an alternate method in insulin therapy.